Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventive maintenance, cardiosave intra-aortic balloon pump (iabp) unit had drive manifold failure, k7 leaking. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e1 (initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assembly serial number (B)(6) with a reported unit failure of, failing drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The drive manifold failed the vacuum leak differential test with a result of 71mmhg. The factory specification is +-25mmhg. The fat dept. Was able to replicate the complaint of the drive manifold failing the leak test. Probable cause of failure is solenoid k7 is leaking. Refer to CAPA 1406400 , for more information regarding additional investigation details.